Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was proceeding as planned, was positioned in the laa and the closure device was advanced and ready to be deployed. At this time the physician observed contrast flowing away and beyond the expected borderline of the laa structure. At this point it became evident that the devices had exited beyond the laa and into the pericardial space. The physicians immediately acted to manage the suspected/anticipated pericardial effusion. During the management of this complication, it was decided to proceed to deploy the closure device to help attenuate flow exiting the laa. This was successful and helped manage the situation at that time. The cardiac surgical team arrived to take over the case at this point. The pericardial effusion was successfully closed with a suture. The patient remained hemodynamically stable throughout the procedure.